Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements less than 20 ohms. The local boston scientific representative noted a drop in the daily measurements and believed that it was a lead crush resulting from the patient's weight lifting. New information was received confirming that the shocking impedance was within normal limits, however, the pacing impedance measurements were less than 200 ohms after the device had declared elective replacement indicator(eri). The caller was inquiring if there was an issue with low pacing impedance measurements when the device declares eri. A boston scientific technical services consultant had not heard of this being an issue. Once the device was disconnected and the lead tested, the impedance returned to within normal limits. The lead remained implanted at that time and was successfully interfaced to the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.